Manufacturer narrative:
(B)(4). Estimated age ((B)(6)). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure, it was difficult to grasp the leaflet due to the thin posterior leaflet. After the clip was placed onto the mitral leaflets, the leaflet assessment was performed as per the instructions for use. The lock line test was performed successfully, the clip was deployed and the clip delivery system (cds) was retracted. At this point it was observed that the clip had detached from the posterior leaflet but remained attached to the anterior leaflet. The gripper line was retracted and the cds was removed from the anatomy. A second clip was deployed to stabilize the first clip and to reduce the mitral regurgitation (mr) grade further. Functional mr grade was reduced from 2-3 to 1. There was no adverse patient sequela. No further information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of electronic complaint-handling database found no previous incidents from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflet and slda appear to be related to patient/procedural conditions, as it was reported that the thin posterior leaflet was likely contributory to the reported event. Based on the information reviewed, there is no indication of a product deficiency.